Event description:
Phsyician stated foam would not mix properly. A second box was opened to finish procedure. Both the attempted mixed syringe and an unopened box were returned for evaluation. The box is a package of two.======================manufacturer response for stammberger foam dissolvable, sinu-foam (per site reporter).======================manufacturer provided rga# for product return evaluation.